Event description:
Boston scientific rec'd info that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture. It was reported the pt was symptomatic. The lead was explanted and replaced. No adverse pt effects were reported.